Event description:
A report was received that a pt was having difficulty charging. After attempts at troubleshooting were unsuccessful, the physician chose to replace the pt's ipg. The pt is reportedly doing well.